Manufacturer narrative:
The other relevant components include: product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained bupivacaine with a concentration of 5 mg/ml at a dose of 1.8264 mg/day and an unknown brand of morphine with a concentration of 20 mg/ml at a dose of 7.306 mg/day. It was reported a premature early replacement indicator (eri) occurred on (B)(6) 2016 that was confirmed the day of the report when the pump was "telemetried". They were not expecting the eri for another 19 months because at the last two pump refills, the eri was 21 months on (B)(6) 2016 and 20 months on (B)(6) 2016. The programming had remained constant for quite some time per the hcp. The patient did not hear an audible pump alarm and the hcp did not believe the patient saw the eri code on their personal therapy manager (ptm) programmer. When the hcp contacted the follow-up clinic to have the pump replaced as the end of service (eos) date was (B)(6) 2016, that hcp stated there was something wrong because the eri was 20 months as of the last month, (B)(6) 2016. The hcp stated with the pump print outs the day of report, the logs automatically printed without the hcp aware they had been accessed. The hcp inquired about the next steps for the patient's pump. The hcp would confer with the patient and other hcp and then bring the patient back again in a couple of days to confirm the pump status. No patient symptoms were reported. The hcp wrote "needs pump replaced" in the logs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2016. It was reported that elective replacement indicator occurred; the patient was scheduled to replace the pump by (B)(6) 2016. The patient was referred to a neurosurgeon for pump replacement. The cause of the premature eri was not determined.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.